Event description:
Several IV's were inserted into this patient where the catheters leaked and the patient also complained of pain. The patient had another 22 gauge catheter inserted into the right hand. The patient called the clinician into the room and the clinician noted bleeding from the site. When the tape was pulled back, the catheter was noted to be broken and a piece of catheter tubing remained in the patient. The clinician was able to successfully remove the catheter from the skin.